Event description:
It was reported by the nurse, that the tip of the product broke during the implantation. Then the tip of the threaded guide wire broke. The broken parts stayed in the patient bone.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report. Same patient event as MDR 8031020-2008-00065.